Event description:
Patient reported to his dentist that the lingual of the lower tray of his oral appliance had broken off. There was no harm to the patient. The device was repaired by remaking the lower tray, and returned to the patient.